Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016 due to hv impedance issue.

Event description:
It was reported that the patient presented in-clinic for follow-up. Lead was diagnostically imaged and externalized conductors were noted. All electrical measurements were normal. Lead to be monitored.